Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the pump's motor stalled and the doctor was waiting on the pump off code to program the pump into off state. The caller confirmed that the patient had not been exposed to MRI or other emi. The caller stated she didn't have time to answer other questions. No further complications were reported.